Event description:
It was reported that the pcu keeps beeping and won't display screen. There was no information on patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of pcu keeps beeping and won't display screen was confirmed and replicated during testing. The pcu was received with the battery, power cord and power cord retainer missing. The latch of the display flex cable was broken. It was not possible to turn on the pcu. Upon pressing the power button, the pcu emitted an alarm, and the red led indicator on the front keypad began to blink near the power button. The pcu screen became unresponsive during system startup. A provisional replacement of the logic board for testing purposes only was performed on the suspect pcu, the pcu was powered on and the startup sequence completed successfully without any issues observed, then a basic infusion with a rate of 125ml/h and a vtbi (volume to be infused) of 1500ml was programmed and left running for 12 hours. The infusion was completed as programmed, confirming an issue with the original logic board of the suspect pcu. It was not possible to retrieve the logs from the suspect pcu sn (B)(6) due to a failure in the logic board, therefore the review was not carried out. Per the bd alaris system error tipsheet, the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Operation will continue on all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose or volume to be infused (vtbi). Obtain a new pcu. Do not power down until a new pcu is available. Operation will continue on all channels during this time. Programmed settings on the module are not restorable, any current rate, dose and vtbi settings should be noted and recorded prior to powering down the pcu. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused component. Root cause: the root cause of the reported ¿pcu keeps beeping and won't display screen¿ was found to be due to a malfunction of the logic board. The probable cause of the logic board malfunction was not identified after performing the tests and magnification on the electronic circuit board. Note that this report lists imdrf annex a07, g02005, c16, d03 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pcu keeps beeping and won't display screen. There was no information on patient involvement.